Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in a moderately calcified distal left anterior descending (lad) artery. After predilation using a 2.0 x 15 unspecified balloon catheter, a 28 x 2.25mm promus premier drug eluting stent was advanced to the lesion for implantation, however, severe resistance was encountered while crossing the lesion. The physician decided to withdraw the stent from the patient and later noted that the proximal edge of the stent was flared. The procedure was completed using two shorter non-bsc stents. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged. The rows of struts on the proximal end of the stent were distorted and misaligned. The shaft polymer extrusion was also found to be kinked 10mm proximal to the proximal markerband. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in a moderately calcified distal left anterior descending (lad) artery. After predilation using a 2.0 x 15 unspecified balloon catheter, a 28 x 2.25mm promus premier drug eluting stent was advanced to the lesion for implantation, however, severe resistance was encountered while crossing the lesion. The physician decided to withdraw the stent from the patient and later noted that the proximal edge of the stent was flared. The procedure was completed using two shorter non-bsc stents. No patient complications were reported and the patient was stable.